Event description:
The dxc 800 pro instrument generated 2 false low cholesterol (chol) and 1 false low alanine aminotransferase (alt) patient results. The results were reported outside of the laboratory but there was no impact to patient treatment. The customer reran the patient samples and amended the results.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the cholesterol reagent cartridge (467825) and the sample probe (389375). He then verified the system performance was within specifications. (B)(4).